Manufacturer narrative:
Lead model 3391s-40, lot #v159369, implanted: (B)(6) 2009, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2009, explanted: na; adaptor accessory model 3550-09, lot #n218893, implanted: (B)(6) 2009, explanted: na; right side system: neurostimulator model 7428, serial #(B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010; lead model 3391s-40, lot #v159369, implanted: (B)(4) 2009, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2009, explanted: na; adaptor accessory model 3550-09, lot #n218893, implanted: (B)(6) 2009 explanted: na. This device was being used in a clinical trial noted as (B)(4).

Event description:
It was reported that high impedances were measured on all programmed combinations with electrode #0 on lead which was part of the left implantable neurostimulator (ins) system. The patient was reprogrammed in (B)(6) 2010. The patient outcome was reported as on-going. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's impedance never exceeded 4000 ohms. Impedances that were under 4000 ohms were not considered as "high impedances."